Manufacturer narrative:
The reported event of deformity of device could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that on(B)(6) 2021, a 9 mm amplatzer septal occluder (aso) was chosen for procedure. During procedure, a cobra head deformity was observed on the device while it was being deployed across the septum. The device was removed from the patient. A replacement device, an 8 mm aso, was successfully implanted instead. There was no clinically significant delay in procedure and no adverse patient effects. The patient remained hemodynamically stable throughout the procedure. No additional information was provided.